Event description:
It was reported that the 2600 system had a lateral motion error message during a case. The 2600 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call and put the system back into service.